Manufacturer narrative:
Date sent: 10/12/2009. Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device locked up, the cartridge was stuck in the stapler. The device would not open and the case was converted to an open procedure. The device had to be cut off of the tissue. Manual suturing was used to complete the procedure. The procedure was prolonged for greater than one hour and the pt remained in the hospital. Additional info was requested by ees to the account and the following was received: it was indicated the pt left the or in good condition, and it is assumed that the pt was released, but this is all the info known. Asked for surgeon's contact info to obtain the additional follow up, but due to hospital policy, the surgeon's info will not be provided.